Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the hub separated from the device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the shield was removed, the needle with the shield was separated from the barrel."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the hub separated from the device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the shield was removed, the needle with the shield was separated from the barrel."